Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) regarding a patient who was receiving an unknown drug via an implantable infusion pump. It was reported on (B)(6) 2020 that the hcp came across an issue with aspirating the patient¿s pump. It was stated that the pump was ¿not parallel to the ground¿ and was ¿more on its side.¿ after multiple tries, they were able to aspirate. The hcp indicated they believed the aspiration issue was related to the position of the pump. No patient complications were reported.